Event description:
Pt was being transferred from the bed to a recliner using a parker alpine 600 lift. The top left loop of the lift pad slipped off of the crossbar hook and she fell to the floor receiving a laceration to the left side of her head and rib fractures. She was transferred to the ER where she arrived comatose. The laceration required staples. The injury was life threatening. She was hospitalized from 06-13-1998 until 06-16-1998.